Event description:
The customer reported the distal end of the scope was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found dirt inside the forceps channel due to insufficient cleaning. The customer's report of leaking from the distal end was not confirmed. In addition, angulation was reduced, there was play at the angulation knob, the adhesive on the bending section cover was cracked, the insertion tube was deformed, there was insufficient air to clear water from the objective lens, water flowed without engaging the air/water valve, and damage was observed on the universal cord, connector, distal end, switch, control body, control body protector, and control section. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. Based on the results of the investigation, it can be assumed that because of the structure of the endoscope, water remains inside the channel. So, even if there is no irregularity, water may be discharged for a whole after switching from water feed to air feed. The event was possibly caused that reprocessing was not performed properly or sufficiently. A definitive root cause cannot be identified. Correction to g3 of the initial medwatch. The aware date should be 03-mar-2022. Olympus will continue to monitor the field performance of this device.